Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient experienced bradycardia (30bpm) and was hospitalized. Upon device data review, during the bradycardia event, loss of capture (loc) was evident from the right atrial (ra) and right ventricular (rv) channels, despite appropriate threshold measurements. The physician reviewed the electrical measurements since implant and noted a gradual rise in the threshold measurements and lowed pacing impedance, but all measurements were in-range. Boston scientific technical services was contacted and confirmed loc of a few beats and a large number of rv auto-threshold testing since implant. However, during provocative maneuvers and device manipulation, the loc could not be reproduced. The physician elected to perform a explant procedure to resolve the event. This device was explanted and replaced, and the rv lead was also surgically capped and abandoned. A new rv lead was implanted and the procedure was successfully completed. The patient was stable with no additional adverse consequences reported. This device is expected for analysis, but has not yet been received.